Event description:
Profound and permanent neurological injuries [nervous system disorder]. Myelopathy [myelopathy]. Neuropathy [neuropathy peripheral]. Hyperzincemia [hyperzincaemia]. Hypocupremia [copper deficiency]. Severe permanent personal injuries [injury]. Case description: an attorney reported that his client, an adult male age (B)(6), used fixodent denture adhesive cream and super poligrip denture adhesive cream, unspecified total daily use, on dentures that he received approximately 30 years ago, and reported the following: profound and permanent neurological injuries, myelopathy, neuropathy, hyperzincemia, hypocupremia, and severe permanent personal injuries that have left him unable to perform his normal, customary and daily activities. He has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for approximately 30 years. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by reporter therefore unable to proceed with batch retain testing or product investigation. Otc product: yes.